Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced motor error alarm, program alarm anomaly and software error. The customer's blood glucose value was 173 mg/dl. The customer stated that she received a constant tone. The customer stated that the alarms did not occur during priming. The customer was assisted with self-test and it passed. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No watchdog timeout, rtc/internal clock, software error, or constant tone noted. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.